Event description:
It was reported to nuvectra that the patient experienced overstimulation. Subsequently, the stimulator was explanted. Patient received a replacement device.

Manufacturer narrative:
Testing of the stimulator revealed abnormal stimulation and impedance, however the cause is unknown. The stimulator was used for occipital nerve stimulation (ons) therapy. The clinical environmental conditions that the device was exposed to are unknown and may have contributed to the source leakage condition. The device history review (DHR) was reviewed and no anomalies were noted. All devices are 100% tested at the time of manufacture.